Manufacturer narrative:
Additional information received by smiths via email on 25 mar 2021 that the unit did not failed while on a patient but was found during pm inspections.

Manufacturer narrative:
One cadd solis hpca pump was returned for the evaluation of the reported event. The device was received with a cracked dso seal and scratched lens. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. An accuracy test was performed to further investigate the reported issue. Unable to duplicate customer problem, three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. The pump?s expulsor was trimmed in order to bring the delivery into more nominal of a range. Upgraded pump to v4.2 per customer request.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device volume accuracy is off. Customer added that the device needs a software upgrade. It is unknown if there was a patient involved during this event.